Event description:
It was reported that during the procedure the cage cracked while they were inserting the anchoring plates. The cage was removed but no further surgical information was provided. There was no reported patient harm.however, additional information was provided reporting that the case was completed using an new alternate roi-c cage.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The part was not returned to zimmer biomet. Therefore, a product evaluation cannot be complete. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The fracture occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove.

Event description:
It was reported that during the procedure the cage cracked while they were inserting the anchoring plates. The cage was removed but no further surgical information was provided. There was no reported patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the cage cracked while they were inserting the anchoring plates. The cage was removed but no further surgical information was provided. There was no reported patient harm.